Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was pulled from the optic. The detached haptic had a bulbous area which indicates that a weld was performed during the assembly process. The second haptic was bent in the gusset and distal area and the lens optic was torn/split/cracked against the two posts of the lens case resulting in further damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints received for this lot number. Additional information was requested by phone on 07/25/2006 (surgeon on vacation) and again on 09/01/2006. A questionnaire was provided to the surgeon on 09/04/2006. The completed questionnaire was received on 09/12/2006 and a third follow-up call requesting the patient's outcome was conducted on 09/18/2006.

Event description:
During insertion of the intraocular lens (iol), as the iol was unfolding, one haptic folded over the optic and failed to unfold to its original position. Additional information was provided during phone follow-up and on a returned questionnaire. Examination following insertion of the iol revealed the lens was not centered. Enlargement of the incision was required to accommodate removal and replacement. As the lens was being removed, the anterior haptic broke the posterior capsule and a vitrectomy was required. Another lens model was implanted without further complication. The patient has had a good outcome with a bcva of 1.0 (20/20) during the last postoperative examination.